Manufacturer narrative:
The explanted products were retained by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker system was admitted to the hospital due to sepsis and pneumonia. Intermittent right ventricular capture was noted. An x-ray was obtained and it appeared the rv lead may have moved. Outputs were increased however loss of capture was observed. A temporary pacing lead was successfully implanted through the right internal jugular. It was reported the patient may have bacterial endocarditis with vegetation noted on the right atrial (ra) lead and rv lead. An invasive procedure was performed and the system was explanted. The patient expired one day following the system explant.